Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The device being available for analysis may have aided in a more definitive determination. A cuff miss as reported can be influenced by numerous factors that include, but are not limited to manufacturing, patient anatomical conditions and user technique. During manufacturing, all devices undergo a variety of cuff, link, suture and needle-related inspections, including, but not limited to, needle alignment, suture forming, link forming, cuff tab bending and foot deployment inspections. In addition, a sample of devices from each lot is functionally deployed and destructively tested as part of lot release testing. A cuff miss can be caused by tissue being too thick and certain anatomical conditions (such as heavily calcified arteries, scar tissue, etc). A cuff miss can be influenced by several factors, including failure to position and maintain the device at a 45 degree angle throughout deployment and retraction of plunger/suture, changing the angle, rotating or rocking the device, or not depressing the plunger to contact the device body. No information was provided regarding user technique/anatomical conditions that may have affected the device performance. Based on the reported information and the manufacturing inspection criteria, a definitive cause for the reported cuff miss could not be determined. Review of the device history record did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. A query of the complaint handling database was performed and there is no indication of a product quality deficiency.

Event description:
It was reported that a physician attempted arteriotomy closure of a mildly calcified common femoral artery after a percutaneous transluminal angioplasty of the popliteal artery. Reportedly, a cuff miss occurred, hemostasis was achieved using another proglide device. There were no adverse patient sequelae. The physician is reportedly trained in tue use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. A follow-up report will be submitted with all additional relevant information.